Event description:
Related manufacturer reference number: 2017865-2019-17088. New information received indicated that the physician suspected the noise was due to the pacemaker algorithm being sensitive to noise. There was no allegation of malfunction on either product. On (B)(6) 2019, the device was explanted and replaced. The lead remained implanted and was used with the new device. Patient was stable throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up in clinic, oversensed right ventricular lead noise that inhibited pacing was reported. Programming changes and lead replacement was discussed. The patient was not symptomatic.